Event description:
It was reported that the pt was found dead in a pool. The pt reportedly fell in a pool could not get up and drowned. The deceased pt was found "twitching". The cause of death was ruled as "unexplained drowning. It was unk whether the death was related to the device. The deceased pt's implantable neurostimulators were removed and returned to the manufacturer. Refer to manufacturer's report # 3004209178200905851.

Manufacturer narrative:
Other: stitches administered. Other: instrument door caused cut. Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The fse sustained a cut of about 7 centimeters while attempting to replace the door assembly on the srm of the aps. The door slipped while he was trying to replace the door and secure the sensors and tubing connections. The cut required stitching; was caused by the thin metal frame on the door. The frame is not sharp, however, the frame was bent from handling, thereby producing a sharp edge. It was determined that the frame is not functioning as expected and will identify corrective action for the issue. No other complaints were found noting that an injury was sustained due to a sharp edge on the system, and no adverse trends were identified in conjunction with this issue. There are no procedures requiring operator intervention involving the storage unit. Current labeling describes the functionality of the srm and provides instructions to field service for servicing the system.although the frame of the door is not sharp as manufactured, a deficiency in the reliability of the frame was identified as it became bent through handling, thereby causing a sharp edge.this is a final report.

Event description:
A field service engineer (fse) sustained a 7 cm cut requiring stitches on his right arm while performing service on the inpeco system. The srm door assembly was held by two individuals while the fse was reassembling the system. The door assembly slipped down cutting the fse's arm. The fse immediately went to the ER where he was evaluated and treated.